Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us, but is similar to the powerport slim implantable port, chronoflex single-lumen, kit, 6f products that are cleared in the us. The pro code and 510k number for the powerport slim implantable port, chronoflex single-lumen, kit, 6f products are identified in d2 and g4. H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one powerport slim implantable port attached to a catheter was returned for evaluation. Gross, visual, microscopic and functional evaluations were performed. Upon functional testing, port body infusion was attempted but was unsuccessful. Another attempt was performed with the guidewire and was successful. An infusion test was performed and was successful as dye water was observed exiting the port stem with what appeared to be thrombus. The catheter detached was loaded back to the port body and was patent to infusion. Aspiration was attempted and was unsuccessful as only air returned to the in-house syringe attached. Therefore, the investigation is inconclusive for the reported suction issue and difficulty in flushing issues as the sample evaluation results indicating difficulty in aspiration and no difficulty in flushing under laboratory conditions are not by themselves sufficient to confirm that this event did not occur under clinical conditions. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that two months and six days post a port placement via the right internal jugular vein approach, the backflow and flushing were allegedly not possible. Reportedly, the port was removed and replaced. There was no reported patient injury.

Event description:
It was reported that two months and six days post a port placement via the right internal jugular vein approach, the backflow and flushing were allegedly not possible. Reportedly, the port was removed and replaced. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us, but is similar to the powerport slim implantable port, chronoflex single-lumen, kit, 6f products that are cleared in the us. The pro code and 510k number for the powerport slim implantable port, chronoflex single-lumen, kit, 6f products are identified in d2 and g4. H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.